Manufacturer narrative:
Photos were provided for review. As this is the only complaint associated with this lot number, a device history record review will not be required. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 07/2020).

Event description:
It was reported that the warehouse keeper allegedly noticed a puncture hole in the packaging of the dialysis catheter. Reportedly, the product was returned and was not used. There was no patient contact.

Event description:
It was reported that the warehouse keeper allegedly noticed a puncture hole in the packaging of the dialysis catheter. Reportedly, the product was returned and was not used. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the complaint history report identified that this is the first complaint reported for this lot number, therefore a device history record review was not required. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy and is adequate. Investigation summary: the sample was not returned for evaluation; however, two electronic photo samples were provided for review. The investigation is confirmed for a hole in the packaging, since the first photo appears to show a hole near the upper right corner of the package near the opening end. A definitive root cause could not be determined. H10: g4 h11: h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.